Event description:
It was reported that after a da vinci-assisted surgical procedure that arm 4 drifted after using the breakaway clutch. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse performed system test drive and did not find any issues with the system. The system was operational and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure videos were provided for review. This complaint is being reported because it was alleged that one of the arms moved freely with uncontrolled motions. This could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.